Event description:
It was reported that during surgery, the device was found broken. The pin and the locking part were disassembled. The device will be returned for evaluation. No more information is available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned cutting block confirms the pin that connects the cam and the slotted tibial cutting block broke away from the device. All the pieces of the device was returned. This device exhibits signs of significant wear/usage. This device was manufactured in 2002. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.